Manufacturer narrative:
Further detailed testing was completed. High powered visual inspection of the device noted holes in five of the six seal plugs. Analysis of the device memory noted the device had been programmed out of ship mode and patient data had also been programmed into the device memory on the same date. It is concluded that the device did not pass the final pack test due to being programmed out of shipping mode, in addition to patient data being programmed into the device memory. It was further concluded that the device did not pass testing when initially returned from the field inside the sterile packaging due to the device sensing noise as a result of being taken out of ship mode. Detailed analysis concluded that the holes in the seal plugs were induced during returned product testing. Since the device did not pass the return product testing, it did not advance to the inspection testing, which would have seen the induced damage to the seal plugs. The device was exposed to automated diagnostic tests that verified the performance of pacing, sensing and recording functions of the device and no anomalies were found.

Event description:
Boston scientific received information that initial testing performed by our post market quality assurance laboratory noted a possible product performance issue with this device during the final packaging portion of pre-ship testing.

Manufacturer narrative:
The product is currently being analyzed. When testing is complete this report will be updated.